Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2024-96044.

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced halos and streaks at night, fuzzy vision in low light and less than perfect vision in right eye. These issues were noted from the beginning. Initially, the halos and streak made it impossible for the patient to drive at night but now she can drive but with some difficulty. The surgeon prescribed glasses for the patient, however it did not effectively address any of the issues. The glasses indeed helped with the close up vision as they are bi-focal. Additional information has been received stating that there is no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.